Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following sets of results within 15 minutes: (B)(6) 2022; 193 mg/dl (patient meter) and 95 mg/dl (professional meter) (B)(6) 2022; 181 mg/dl (patient meter) and 80 mg/dl (professional meter) (B)(6) 2022; 183 mg/dl (patient meter) and 90 mg/dl (professional meter) (B)(6) 2022; 174 mg/dl (patient meter) and 95 mg/dl (professional meter).